Event description:
It was reported that the patient experienced unspecified issues with a previous spectra concealable penile prosthesis (spp). The device was removed and a new 12 mm x 20 cm spectra was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.